Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
(B)(6). Clinical notification received for revision of left knee to address infection. Date of implantation: (B)(6) 2019. Date of revision: (B)(6) 2019, (left knee). Treatment: tibial insert revised.

Manufacturer narrative:
This is a duplicate report of 1818910-2020-01713. A follow-up report was submitted on MFR number 1818910-2020-03426 to retract it as a duplicate. All reports related to this event will be reported on this manufacturer report number (1818910-2020-01713) going forward. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.